Event description:
The operating room nurse was in the process of doing skin prep and was using a chloraprep stick. Prior to use she squeezed activation lever and shook the stick, the bottom plastic cap came off and the broken glass pieces from the vials (from activating the lever)came out of the bottom and the broken glass pieces landed on the patient. The glass pieces were removed with no harm to the patient.====================== health professional's impression======================does not know; has used chloraprep sticks before without any problems.